Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported the patient was hospitalized for diabetic ketoacidosis. The patient reported vomiting and urinating. The patient contacted the resort doctor and was hooked up to intravenous fluids (unknown) in the hotel room. The doctor told the patient not to take any insulin until she arrived at the hospital. The ambulance came to pick her up. The patient reported the hospital would not see her immediately due to payment / insurance concerns. For 3.5 hours they kept her in the ambulance, hooked up to an IV of liquids and as a result their liver, kidneys and lungs were failing upon being admitted to the hospital. The patient reported the hospital was unable to provide treatment, and as a result the patient self-treated with insulin. She removed her pod and activated a new pod. The patient left the hospital prior to being released, against the doctors wishes and returned to (B)(6).